Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information. The additional proglide device is being filed under a separate medwatch report number.

Event description:
It was reported that a puncture closure of an unspecified vessel was attempted using two proglide devices after an unspecified procedure. Reportedly, there was no blood flow coming from the marker lumen when the first proglide was inserted into the anatomy. An attempt was made with a second proglide device; however, a cuff miss occurred. The method of achieving hemostasis was not reported. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. There is no indication of a product quality issue with respect to manufacture, design or labeling.